Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using unspecified bd pen needle the device was difficult to operate properly. There was no report of patient impact. The following information was provided by the initial reporter: medwatch report attached to file: spontaneous call: patient stated she had a defective device. Pt also reported she had difficulty with some of the pen needles (not all) that were delivered with her device. Some fit properly and some were difficult to put on device causing pen to misfire. Unknown lot number and expiration date of pen needle 31g 5 mm 3/16" mini. Unk date of malfunction. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known. Indication: age-related osteoporosis without current pathological fracture. Pen needle 31g 5mm 3/16" mini dose or amount/strength/frequency: use as directed w/ tymlos. Reported to (B)(6) by pt/ caregiver.

Event description:
It was reported while using unspecified bd pen needle the device was difficult to operate properly. There was no report of patient impact. The following information was provided by the initial reporter: medwatch report attached to file: spontaneous call: patient stated she had a defective device. Pt also reported she had difficulty with some of the pen needles (not all) that were delivered with her device. Some fit properly and some were difficult to put on device causing pen to misfire. Unknown lot number and expiration date of pen needle 31g 5 mm 3/16" mini. Unk date of malfunction. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known. Indication: age-related osteoporosis without current pathological fracture. Pen needle 31g. 5mm 3/16" mini dose or amount/strength/frequency: use as directed w/ tymlos. Reported to (B)(6) by pt/ caregiver.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. E.4.: the initial reporter also notified the FDA. Medwatch report #mw5146137 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.